Event description:
During stent procedure, balloon would not deflate in right coronary artery. Attempted to deflate multiple times, cut shaft to try to deflate balloon without success, pulled on wire, wire removed, but balloon stayed inflated in artery. Pt complaining of severe chest pain, temp pacer inserted for decreased hr. Pt intubated by anesthesia. Pt sent ot operating room for removal of balloon. Stable upon transfer to operating room.